Event description:
It was reported the pt had been frequently recharging his ipg. A new charger was sent to the pt to help resolve the issue, but was unsuccessful. Programming calculations were performed and revealed premature battery depletion. The pt is without stimulation at this time. The next course of action is unk.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.